Event description:
Representative (B)(6) called to report the customer had a hospitalization for high blood glucose some time in (B)(6). Blood glucose reading was 600 mg/dl. The customer was released after 3 hours. Customer was wearing the insulin pump at the time of the hospitalization. The customer was treated with intravenous drip. Customer was given a large amount of carbs by her father and did not change the infusion set. The mother stated that the customer's blood glucose is usually elevated when she comes back from her father's place. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).